Manufacturer narrative:
A request was made for the field representative to obtain the model and serial number for the ra lead, the specific out-of-range lead measurement, and to confirm whether any intervention was performed. However, no additional information was received. This report will be updated should further information be provided.

Event description:
Boston scientific received information that this cardiac resynchronization therapy defibrillator (crt-d) exhibited an out-of-range measurement on the right atrial (ra) lead. The model and serial number for the ra lead was not provided. With the available information, we are unable to rule out a pacing impedance issue, which could indicate compromised therapy on the atrial lead. It was also noted that bi-ventricular pacing was less than 80% for this patient, due to extrasystoles. The clinical study form stated no invasive intervention, corrective action, or medical/surgical intervention was performed. The issues were considered to be closed. No adverse patient effects were reported.